Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several packages of bd syringe luer-lok¿ tip(s) were packaged together in ¿one bunch and you are supposed to be able to tear them apart for use. In addition, there is no seal to the paper covering on the syringe so many times causing syringe packages to open prematurely¿. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: two open 10ml packaged syringes were received by bd and reported to be from batch #8033677 (p/n 302995). Additionally, three photos were received. The samples were visually evaluated. Syringe #1 - one side seal has opening approximately 1 3/4 inches long. The other side seal has an opening approximately 3/4 inch long. Next, syringe #2 - one side seal has opening approximately 1 3/4 inches long. The portion of the package that is open has a torn top web. The bottom web of both packages had seal grid pattern present, indicating they were properly sealed during packaging process. The packages were further opened to evaluate the ease of opening ¿ the seal felt normal and no open channels were present. A device history record review showed no rejected inspections during the production of the provided lot number that could have contributed to the reported defect. According to description the open seal failure occurred when the end user attempted to tear packages apart from the strip of 5 they arrive in. It is possible the strip of packages was not perforated sufficiently, therefore causing some resistance when tearing packages apart and resulting in open seal of adjacent packages. We recently performed additional training for personnel on the packaging machine for this product to improve inspection and detection of defect, including poor perforation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.